Event description:
A customer reported to baxter (B)(4) an unknown amount of one-link IV connectors in which a no flow occurred. According to the report, the customer collected PICC lines with one-link connectors which were blocked. The events occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A slit visual inspection was performed and no defect was observed. A 10 cc flush test was performed and no defects were observed. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer. This issue is being investigated through CAPA.